Manufacturer narrative:
The erroneous results were both very high. This indicates a large clot was picked up and carried several times into the reaction cells, transporting additional serum. This explanation also fits the customer's complaint of sample clot alarms and the service actions by the fse. Reagent issues can be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of sample clot alarms for several tests on the cobas 6000 c (501) module between (B)(6) 2017. No sample clot alarms were produced for the ureal urea/bun (ureal) and crep2 creatinine plus ver.2 (crep2) tests for 1 patient sample. The ureal and crep2 results for this patient were erroneous. The other tests were flagged and the instrument auto repeated them. The initial ureal result was 54 mg/dl and the initial crep2 result was 9.4 mg/dl. These results were reported outside of the laboratory where the doctor questioned the results. The sample was repeated on (B)(6) 2017 and the ureal result was 17 mg/dl and the crep2 result was 1.3 mg/dl. The customer stated that the tech operating the analyzer did not question the results or repeat all tests even when most of the original results were flagged. The patient samples run before this sample and after this sample were ok. No adverse event occurred. The ureal reagent lot number was 21831701 with an expiration date of 10/31/2017. The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a misadjusted sample probe. The sample probe was replaced. Diagnostic checks were performed including precision testing. All results were within the manufacturer¿s specifications. The customer performed calibration and quality controls and the results were within customer specifications.